Event description:
It was reported that the device was displaying a service indicator and had multiple error codes in the service log, dated 2006. Also, the unit was turning on into the AED mode and it would prompt "connect cable" with the paddles connected. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.